Event description:
Dr wallace was doing a procedure on an epicondyle fracture and implanting a 4.0 56mm medium thread cannulated screw. She drilled all the way to the end of the wire and when she was implanting it broke at the threads. We spent about an hour and a half trying to get the broken screw with threads out but had no success. Currently half the screw is still in the patient. She ended up having to use two large pins instead.